Event description:
The customer reported that the system shut down without command and will not reboot. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 5 volt power supply. The system operates as intended.